Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a needle anomaly with their sensor. It was found the needle was missing when the customer attempted to insert the sensor. Customer's blood glucose was 240 mg/dl. The customer's sensor will be replaced. The sensor will not be returned for analysis.